Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 85% stenosed, 24 mm x 3.5 mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment but failed to cross. Upon removal, it was noted that the tip of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient was stable.